Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 20 infusions set leakage at site event on 27-apr-2024. The infusion set was in use for 1-2 days. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.